Event description:
N/a

Manufacturer narrative:
Updated fields. Failure analysis - error code 1019 condition that would cause expected patient monitor output value not generated during bit. Root cause: icp extension cable shows the wrong values in the test.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3014334038-2024-00212; 3013886523-2024-00355. A facility reported a cerelink sensor (ID 826850) was placed, connected to a cerelink monitor (ID 826820) and a cerelink cable (ID 826845). While in use, the monitor suddenly displayed: ¿system fault detected, error code:1019 refer to troubleshooting section in the user manual. The monitor will reboot in 2 mins, if the problem persists turn off the monitor and contact technical support¿, and the stopped displaying the icp readings. The monitor was removed from the patient, and monitoring was stopped.